Event description:
Sirtex delivery device meant to deliver dose of radioactive beads. Device delivered less than prescribed dose. Question user error vs stop cock, tubing malfunction. Dates of use: (B)(6) 2010. Diagnosis or reason for use: metastatic colon cancer.